Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt presented with a wound dehiscence following c-section. The pt was returned to surgery for repair. No further info was provided.